Event description:
The pt called lifescan (lfs) in 05 and alleged that his meter was powering off during use. The last time the patient was able to test on his meter was one day earlier at 7:30 a.m. The patient reported no symptoms at the time of attempting to test. The following day, he visited his physician to have his blood glucose tested. The patient reported no symptoms at the time of the physician's visit as well. The patient's blood glucose result was 7.8 mmol/l, which after conversion would read 140 mg/dl. The patient did not receive any treatment from the physician. The power issue was not resolved with troubleshooting. The battery was in good condition and less than 1 year old, and the battery contacts were in good condition. A replacement meter has been sent.